Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that patient underwent pelvic angiography and tumor arterial embolization procedure on (B)(6) 2019. The surgeon used a microcatheter to perform the embolization on the patient. During the procedure, the metal marker band detached within the patient's vasculature. The procedure is stopped. The physician decided not to remove the foreign body from this patient. Another catheter was used to complete this procedure. The patient did not experience any discomfort until post procedure.